Event description:
Information was received indicating that while in use of a smiths medical cadd ms3 pump, an error was exhibited on the screen. It was also reported that the patient experienced shortness of breath and felt like his heart was pounding out of his chest. Patient was advised to go to the hospital but refused, subsequently, patient used back up pump to resolve issue. No further adverse effects were reported.